Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("both of her fallopian tubes had been perforated by essure micro-inserts/ perforation (fallopian tubes)"), uterine perforation ("her uterus had been perforated by essure micro-inserts/ migration of essure device-location of device:essur coils migrated out fallopian tubes into uterus") and device expulsion ("essure micro-inserts had migrated from fallopian tube/essure coils migrated out of fallopian tubes into uterus") in a 28-year-old female patient who had essure (batch no. A50514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included lower abdominal pain. Concurrent conditions included alcoholism, bipolar disorder, substance abuse, vaginal odor, leukorrhea, itching, pruritus and vaginitis bacterial. Concomitant products included estrogens conjugated (premarin) since october 2017, medroxyprogesterone (depo provera) and oxycocet (percocet) since october 2017. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with uterine pain and device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/abnormal menstruation/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("painful intercourse/ dyspareunia") and metrorrhagia ("metrorrhagia"). On (B)(6) 2013, the patient experienced migraine ("migraine headaches"), headache ("headaches") and fatigue ("fatigue"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced dysmenorrhoea ("menstrual pain"), vaginal infection ("vaginal infections") with vaginal discharge, back pain ("back pain"), arthralgia ("hip pain"), depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), pain in extremity ("thigh pain"), perineal pain ("perineal pain") and menstrual disorder ("abnormal menses"). The patient was treated with ibuprofen (motrin), oxycodone, morphine, miconazole nitrate (monistat), paracetamol (pain relief), surgery (on (B)(6) 2014, partial hysterectomy bilateral salpingectomy (bilateral removal of fallopian tubes)).essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, menorrhagia, vaginal haemorrhage, dyspareunia, migraine and headache had resolved, the dysmenorrhoea, vaginal infection, back pain, arthralgia, fatigue, depression and anxiety was resolving and the metrorrhagia, pain in extremity, perineal pain and menstrual disorder outcome was unknown. The reporter considered anxiety, arthralgia, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, menstrual disorder, metrorrhagia, migraine, pain in extremity, perineal pain, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: despite treatment, her symptoms did not improve and, as a result, in january 2014, she had discussed options. She had continued symptoms. Doctor recommended exploratory diagnostic surgery in an effort to ascertain the cause of her symptoms. Accordingly, in february of 2014, she underwent a diagnostic laparoscopy. Based on these findings, in addition to removing the damaged portion of also removed both of fallopian tubes. Since her removal surgery, her symptoms have somewhat resolved, though she continued to suffer symptoms, especially including: intermittent lower abdominal and pelvic pain, abnormally heavy menstrual bleeding and pain during intercourse. She continued to seek care and treatment for these symptoms from her healthcare providers diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirming full occlusion of fallopian tubes; on (B)(6) 2013: full occlusion of both fallopian tubes most recent follow-up information incorporated above includes: on (B)(6) -2018: plaintiff fact sheet received. Event added: metrorrhagia, thigh pain, perineal pain, abnormal menses. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("both of her fallopian tubes had been perforated by essure micro-inserts/ perforation (fallopian tubes)"), uterine perforation ("her uterus had been perforated by essure micro-inserts") and device expulsion ("essure micro-inserts had migrated from fallopian tube/essure coils migrated out of fallopian tubes into uterus") in a 28-year-old female patient who had essure (batch no. A50514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included lower abdominal pain. Concurrent conditions included alcoholism, bipolar disorder, substance abuse, vaginal odor, leukorrhea, itching, pruritus and vaginitis bacterial. Concomitant products included estrogens conjugated (premarin) since (B)(6) 2017, medroxyprogesterone (depo provera) and oxycocet (percocet) since (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/abnormal menstruation/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("painful intercourse/ dyspareunia"). On (B)(6) 2013, the patient experienced migraine ("migraine headaches"), headache ("headaches") and fatigue ("fatigue"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with uterine pain, dysmenorrhoea ("menstrual pain"), vaginal infection ("vaginal infections") with vaginal discharge, back pain ("back pain"), arthralgia ("hip pain"), depression ("worsening of her depression") and anxiety ("worsening of her anxiety"). The patient was treated with ibuprofen (motrin), oxycodone, morphine, miconazole nitrate (monistat), paracetamol (pain relief), surgery (on (B)(6) 2014, partial hysterectomy bilateral salpingectomy (bilateral removal of fallopian tubes)), surgery (on (B)(6) 2014, partial hysterectomy bilateral salpingectomy (bilateral removal of fallopian tubes)) and surgery (on (B)(6) 2014, partial hysterectomy bilateral salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, menorrhagia, vaginal haemorrhage, dyspareunia, migraine and headache had resolved and the dysmenorrhoea, vaginal infection, back pain, arthralgia, fatigue, depression and anxiety was resolving. The reporter considered anxiety, arthralgia, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: despite treatment, her symptoms did not improve and, as a result, in (B)(6) 2014, she had discussed options. She had continued symptoms. Doctor recommended exploratory diagnostic surgery in an effort to ascertain the cause of her symptoms. Accordingly, in (B)(6) 2014, she underwent a diagnostic laparoscopy. Based on these findings, in addition to removing the damaged portion of also removed both of fallopian tubes. Since her removal surgery, her symptoms have somewhat resolved, though she continued to suffer symptoms, especially including: intermittent lower abdominal and pelvic pain, abnormally heavy menstrual bleeding and pain during intercourse. She continued to seek care and treatment for these symptoms from her healthcare providers. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirming full occlusion of fallopian tubes; on (B)(6) 2013: full occlusion of both fallopian tubes most recent follow-up information incorporated above includes: on 3-mar-2018: plaintiff fact sheet and medical records were received: abnormal bleeding (vaginal) and headaches. Medical condition, concurrent condition, concomitant medication and treatment drug were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("both of her fallopian tubes had been perforated by essure micro-inserts/ perforation (fallopian tubes)"), uterine perforation ("her uterus had been perforated by essure micro-inserts/ migration of essure device-location of device:essur coils migrated out fallopian tubes into uterus") and device expulsion ("essure micro-inserts had migrated from fallopian tube/essure coils migrated out of fallopian tubes into uterus") in a 28-year-old female patient who had essure (batch no. A50514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included lower abdominal pain. Concurrent conditions included alcoholism, bipolar disorder, substance abuse, vaginal odor, leukorrhea, itching, pruritus and vaginitis bacterial. Concomitant products included estrogens conjugated (premarin) since october 2017, medroxyprogesterone (depo provera) and oxycocet (percocet) since october 2017. On (B)(6). 2013, the patient had essure inserted. On the same day, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with uterine pain and device expulsion (seriousness criteria medically significant and intervention required). On (B)(6). 2013, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/abnormal menstruation/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("painful intercourse/ dyspareunia") and metrorrhagia ("metrorrhagia"). On 1-apr-2013, the patient experienced migraine ("migraine headaches"), headache ("headaches") and fatigue ("fatigue"). On 22-jan-2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced dysmenorrhoea ("menstrual pain"), vaginal infection ("vaginal infections") with vaginal discharge, back pain ("back pain"), arthralgia ("hip pain"), depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), pain in extremity ("thigh pain"), perineal pain ("perineal pain") and menstrual disorder ("abnormal menses"). The patient was treated with ibuprofen (motrin), oxycodone, morphine, miconazole nitrate (monistat), paracetamol (pain relief), surgery (n (B)(6) 2014, partial hysterectomy bilateral salpingectomy (bilateral removal of fallopian tubes)), surgery on (B)(6). 2014, partial hysterectomy bilateral salpingectomy (bilaieral removal of fallopian tubes and surgery (on 22-jan-2014, partial hysterectomy bilateral salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, menorrhagia, vaginal haemorrhage, dyspareunia, migraine and headache had resolved, the dysmenorrhoea, vaginal infection, back pain, arthralgia, fatigue, depression and anxiety was resolving and the metrorrhagia, pain in extremity, perineal pain and menstrual disorder outcome was unknown. The reporter considered anxiety, arthralgia, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, menstrual disorder, metrorrhagia, migraine, pain in extremity, perineal pain, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: despite treatment, her symptoms did not improve and, as a result, in january 2014, she had discussed options. She had continued symptoms. Doctor recommended exploratory diagnostic surgery in an effort to ascertain the cause of her symptoms. Accordingly, in february of 2014, she underwent a diagnostic laparoscopy. Based on these findings, in addition to removing the damaged portion of also removed both of fallopian tubes. Since her removal surgery, her symptoms have somewhat resolved, though she continued to suffer symptoms, especially including: intermittent lower abdominal and pelvic pain, abnormally heavy menstrual bleeding and pain during intercourse. She continued to seek care and treatment for these symptoms from her healthcare providers diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 22-oct-2009: confirming full occlusion of fallopian tubes; on (B)(6) -2013: full occlusion of both fallopian tubes quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("both of her fallopian tubes had been perforated by essure micro-inserts"), uterine perforation ("her uterus had been perforated by essure micro-inserts") and device dislocation ("essure micro-inserts had migrated from fallopian tube") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required) with uterine pain, device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/abnormal menstruation"), dysmenorrhoea ("menstrual pain"), back pain ("back pain"), arthralgia ("hip pain"), dyspareunia ("painful intercourse"), vaginal infection ("vaginal infections") with vaginal discharge, migraine ("migraine headaches"), fatigue ("fatigue"), depression ("worsening of her depression") and anxiety ("worsening of her anxiety"). The patient was treated with surgery (in (B)(6) 2014, underwent a diagnostic laparoscopy), surgery (in (B)(6) 2014, underwent a diagnostic laparoscopy) and surgery (in (B)(6) 2014, underwent a diagnostic laparoscopy). Essure was removed. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, menorrhagia and dyspareunia had not resolved and the dysmenorrhoea, back pain, arthralgia, vaginal infection, migraine, fatigue, depression and anxiety was resolving. The reporter considered anxiety, arthralgia, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, migraine, uterine perforation and vaginal infection to be related to essure. The reporter commented: despite treatment, her symptoms did not improve and, as a result, in (B)(6) 2014, she had discussed options. She had continued symptoms. Doctor recommended exploratory diagnostic surgery in an effort to ascertain the cause of her symptoms. Accordingly, in (B)(6) 2014, she underwent a diagnostic laparoscopy. Based on these findings, in addition to removing the damaged portion of also removed both of fallopian tubes. Since her removal surgery, her symptoms have somewhat resolved, though she continued to suffer symptoms, especially including: intermittent lower abdominal and pelvic pain, abnormally heavy menstrual bleeding and pain during intercourse. She continued to seek care and treatment for these symptoms from her healthcare providers diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirming full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.